Manufacturer narrative:
The reported device is being returned to conmed for evaluation. Upon completion of the device evaluation and complaint investigation, a supplemental and final report will be filed.

Event description:
The distributor reported on behalf of the user facility that the cd775 valve fell into the surgical site and was retrieved. No patient injury was reported. The procedure was completed using an alternative device and no delay was noted. To date, despite several good faith attempts, additional information has not been made available. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This device is comprised of an internal silicone valve and reducer contained in a plastic housing and is used in connection with a cannula for multiple sized instruments to be used without losing co2 gas. The reported used device was returned to conmed for evaluation. Visual inspection verified the reported issue. The main body of the device with ribbon was detached from the device housing. Previous investigation has shown that if the overmolded fabric is positioned in this manner, the seal is weaker and stretches less than when positioned below the (B)(4) feature. It was not proven that every device exhibiting this feature will detach, just that a device with this feature is weaker and stretches less than a device without the feature. Therefore, the cause of this complaint was not conclusively determined and may be use or manufacturing related. A review of the manufacturing documents was unable to be performed as the lot number for this reported device was unknown. A two-year historical complaint review revealed (B)(4) similar events have been reported for this device family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found to be acceptable. The customer is advised of the following warning and precautions set forth in the instructions for use. To prevent damage, the trocar should not be introduced into the valve/reducer at an angle. Sharp instrumentation may compromise the elastic seal. Desufflation will occur during instrument insertions if the elastic seal is compromised. To remove the valve, turn the plastic housing counter-clockwise. Lift off the valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
It was reported on 15-dec-2017 there were (B)(4) similar events and the rate of occurrence of the reported failure was (B)(4) percent. The correct number of similar events and calculated occurrence is (B)(4) complaints involving (B)(4) devices and the rate of occurrence of this failure is (B)(4) percent.